Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with an unkown amount of insulin during the load sequence. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.